Manufacturer narrative:
The main component of the system and other applicable components: product ID: neu_unknown_lead, product type: lead.

Event description:
Information was received from a manufacturer representative (rep) regarding a broken lead during implant removal. They were inquiring about an MRI if the patient had a broken lead during implant removal. No further information was provided.